Event description:
IV pump was mounted on an IV pole. The IV pump separated, (fell off), from the pole clamp. The pole clamp stayed attached to the IV pole. As the IV pump fell to the floor, it came in contact with the g-tube, causing a tear in the g-tube. Purchase date 10/97. Date last service 01/02.